Event description:
It was reported that the patient had experienced three shocking or jolting sensations. The first episode occurred in (B)(6) or (B)(6) when she was standing preparing for supper. The second episode was when she was golfing, getting the club out of the bag. The third episode was when she was getting into the car. It was also reported that when she was lying down at night, her bladder felt hot and the stimulator was keeping her awake at night. The patient had an appointment with her hcp scheduled for the following wednesday. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3889-28, lot# v520504 implanted: (B)(6) 2010, explanted: na: programmer: model 3037, serial# (B)(4).